Event description:
As reported by implant patient registry, three years post implant of a sapien 3 valve in the pulmonic position, a second sapien 3 valve was placed. No additional information was provided.

Manufacturer narrative:
Investigation ongoing.

Manufacturer narrative:
The valve was not returned for evaluation, as it remains implanted. As the valve was not returned, no functional testing, dimensional testing or visual inspection could be performed. No imagery was returned for evaluation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. It should be noted that in this case, the thv was implanted in pulmonic position for native valve replacement. At the time of implant, the sapien 3 (s3) with the commander delivery system (ds) was indicated for replacement of native aortic valve or surgical bioprosthetic aortic or mitral valve only. Deployment of the sapien 3 valve in the native pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. For this reason, the commander delivery system with s3 IFU was reviewed for warnings, precautions and post procedure care related to tvr procedure. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), non-emergent reoperation is listed as one of the potential risks associated with the device and tvr procedure. The complaint was unable to be confirmed due to unavailability of device, relevant imagery, or medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The reason for re-intervention approximately 3 years post tpvr is not available. There is insufficient information to determine if the event was related to a device malfunction. It is possible that the patient factors and/or co-morbidities may have contributed to the re-intervention. However, due to limited information provided, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.